Manufacturer narrative:
The pump has not been received for evaluation. The facility owns 2001, 2001h, and 2010h series pumps. The reporter was uncertain which pump was involved in the incident. Medex was unable to confirm this issue without benefit of returned product. However, the user manual warns that uncontrolled fluid flow is known to result when used with systems that create a high negative pressure environment. Medex is in the process of labeling all pumps with this information as well. Medex has not received confirmation from the facility that the labels have been affixed. The reporter stated that the labels have been received in biomed. An additional report will be submitted should information become available that impacts the outcome of medex investigation.

Event description:
The reporter stated that the circuit generated enough negative flow pressure to pull the syringe plunger from the plunger holder causing an uncontrolled fluid flow and inadvertently administering a heparin bolus. The pump was being used in conjunction with continuous veno-venous hemodialysis (cvvh).